Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The patient also experienced a skin breakdown and subsequently developed an infection. The patient was treated with oral and topical antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.